Event description:
It was reported that customer¿s pump displayed non-resettable malfunction code malf 16 with no notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer was instructed by technical support to switch to multiple daily injections for backup insulin therapy, place pump into storage mode, and return device using prepaid label within 10 days, and a replacement pump was arranged under warranty.